Manufacturer narrative:
(B)(4).

Event description:
It was reported that over (B)(6), the pt experienced increased pain in his neck and back. The last two pump refills, the physician pulled out blood during the refill. The most recent occurrence was on (B)(6) 2011. The pt's next appointment with the hcp was (B)(6) 2011, but he had planned to be in contact with the hcp sooner due to the pain symptoms. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.